Event description:
The customer reported that when a nurse attempted to reposition the mp50 using the gcx swing arm, the monitor came off the mount and fell down to her arms/hands. There is no report of any pt injury.

Manufacturer narrative:
The customer reported that when a nurse attempted to reposition the mp50 using the gcx swing arm, the monitor came off the mount and fell down to her arms/hands. There is no report of any pt injury. Philips is in the process of obtaining add'l info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).